Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central monitor system froze and displayed dots. The issue was resolved by rebooting the system. No injury was reported as a result of this event.

Manufacturer narrative:
Dotted waveforms are a part of the software design and indicate the loss of signals. Spacelabs is closing this incident as we are introducing new software to further reduce the incidence of dotted waveforms through improved memory management. This report is complete and this particular issue is considered closed.